Manufacturer narrative:
This lead remains in service and has not been returned; therefore a technical analysis cannot be conducted. Without a returned lead it is not possible to definitely confirm how the lead may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this left ventricular (lv) lead revealed high pacing impedances greater than 2,500 ohms and high pacing thresholds. The physician suspected a lead fracture as the lead was unable to be paced. A revision procedure was performed and revealed that the lv lead appeared to be pinched. The physician elected to removed the existing device while the lead remains implanted. There were no allegations against the device. No adverse patient effects were reported.